Event description:
It was reported the patient¿s therapy had not worked for the three or four months leading to the call. It was noted the patient¿s lead had broken. It was reported the stimulation works on the patient¿s right side, but not left side. It was noted the patient may need a revision. It was reported the manufacturer representative tested the patient¿s impedance three times. It was noted electrodes four and seven were ¿out.¿ it was reported the patient was reprogrammed without those electrodes. It was noted the patient fell and broke their leg. It was reported the area around the lead in the patient¿s back hurt following the fall. It was noted the pain extended to around the patient¿s right side ribs. It was reported it felt like their ribs were broken. It was noted the patient was happy with stimulation. It was reported the patient was receiving effective therapy and felt stimulation where their pain was.

Event description:
Additional information received reported that when the patient was reprogrammed 2-3 weeks prior to the report, they adjusted the therapy to help with the pain. It was noted that the device was reprogrammed so it worked on the left hand side as it was not reaching the left side. The reporter noted that the reprogramming did help but the patient was now having a problem were the leads ¿hook up to his back.¿ it was noted the patient was having pain where it felt like his ribs were broken. It was noted that this had been going on for 4 years.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).